Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is inconclusive due to the state of the returned sample. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed a catheter shaft. It appeared the device was in use as there were drapes surrounding the catheter and the patient's skin was visible. A significant amount of usage residue was observed on the drapes. However, no damage or evidence of a leak was observed on the catheter shaft. Although there was a significant amount of usage residue on the surrounding drapes, it could not be determined with certainty if the catheter was leaking. Therefore, the complaint of a leak is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported fluid leakage during catheter puncture. Replacement with a new product.